Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the external cellophane was apparently intact, but the inner packaging was broken and the femoral component was no longer vacuum. The reported event occurred outside the operating theatre.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the external cellophane was apparently intact, but the inner packaging was broken and the femoral component was no longer vacuum. The reported event occurred outside the operating theatre.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The product left the manufacturing site conforming to specifications according to the mhr review. Visual investigation determined that both inner and outer packaging barriers are damaged. The root cause of the reported event is likely to be transit damage. The item was in the field for approximately 9 years and 1 month. The exact number of times it was transported is unknown.